Manufacturer narrative:
(B)(4). This device remains implanted; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the previous follow-up, the device battery longevity estimation was at four years. However, the device declared elective replacement indicator (eri) on oct 2020. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. Additional information was received, stating that the patient will not have surgical intervention to explant the device. The physician elected to reprogram the therapy off. The device remains implanted. No additional adverse patient effects were reported.